Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the device leaked blood from the placenta during use. No injury to the patient was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.